Event description:
The following was reported to hamilton medical ag: during fan failure test, fan would intermittently not restart. Failure found during training at customer site. Unit was being used to train customers and showed no prior faults. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: it was reported that during a fan failure test, the device's fan intermittently failed to restart. The issue was discovered during a customer training session. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective fan component. A replacement fan was installed, and service software checks were performed in accordance with manufacturer specifications. The unit passed all functional tests following the repair and was returned to service. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: during fan failure test, fan would intermittently not restart. Failure found during training at customer site. Unit was being used to train customers and showed no prior faults. No patient involvement.